Event description:
Within a year of having the implants, my body slowly started having major issues. Over a 7 year period I began having joint pains, inflammation, rashes and neurological symptoms resulting in me having to go to many specialists and have many tests. I continued to do research to find out what could be causing all these issues I had been a healthy individual who takes care of herself, exercises, watches what she eats, with no family health issues. The doctors were just as puzzled. In 2020 a holistic doctor after evaluating me believed I had some type of metal toxicity going on. My rheumatologist put me on an immune suppressant medication to help with the pain and inflammation, this was the last resort for me but I could no longer manage the pain. Very difficult decision considering covid had just begun. My dermatologist had been trying various medications to help with what they thought was psoriasis. Due to more information being available about essure I finally was able to connect the dots. I went to another specialist dermatologist to find out if I was allergic to certain metals. Through the testing it showed I was allergic to nickel and titanium. I met with a surgical gynecologist to have the essure removed. After the surgery all of my rashes went away. My inflammation went down. My bone pain has minimized to almost completely gone. My flexibility in my joints is back. My neurological symptoms have disappeared. It has been 3 months since my surgery. These devices almost destroyed me. I had MRI's, multiple blood work, nerve test, too many to write in this space. FDA safety report ID # (B)(4).